Event description:
It was reported that the device is not turning on. No patient injury has been reported.

Manufacturer narrative:
Evaluation of the returned device showed no problems. Device powered when plugged in. The root cause of the customer reported problem was not confirmed. The original DHR is no longer applicable as the device was manufactured in 2009. The results of the investigation do not implicate a service process. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).